Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet had a small screen crack that rendered a portion of the touchscreen unresponsive, while glucose management remained unaffected and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included a replacement device being arranged with instructions provided for data sync, device shutdown, and timely return of the original device. Investigation included a review of the complaint details and logistical verification for replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen causing loss of touch responsiveness, with no impact to therapy delivery. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.